Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00368. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service personnel (asp) arrived at the customer site and confirmed the battery failure issue. The backup battery was replaced and the reported issue was resolved. The device was operational after repairs were completed. In a good faith effort (gfe) response, the asp clarified that the battery failure issue was an inability to fully charge. The investigation concludes that no further action is required at this time.